Event description:
It was reported that during an unknown procedure, the surgeon could not activate the handswitch on the device. Footswitch was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.